Event description:
The reporter indicated that a 13.2mm vicm513.2 implantable collamer lens of a -11.0 diopter tore/broke during injection/delivery into the patient's left eye (os) on 20-sep-2023. The lens was intraoperatively implanted and removed. A replacement lens was implanted and the problem was resolved. Cause of the event is user error. Reportedly, the patient is "ok" and the status of the eye is "quiet."

Manufacturer narrative:
A4-a6:unk. H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Manufacturer narrative:
Corrected data: h6- investigation type code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. Claim# (B)(4).